Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a unspecified gel mentor breast implant and suffered from a left breast implant rupture and chest injury. ¿the patient fell and it was painful and bruised. ¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
After clinical secondary review of this file performed on (B)(6) 2020, it was decided to remove code hematoma to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).